Event description:
It was reported during a haemorrhoidopexy procedure that there was an incomplete staple line, but complete cutting line. Sutured by hand. No further information is available. There was no adverse pt consequence.